Event description:
The following has been reported: error:27,45,26,43,44: lcd backlight drops sporadically. Upper part of the case display board). Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.